Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left knee. During follow-up for pi (report of off-label usage at implantation), the rep indicated that the knee revised was comprised of howmedica devices originally implanted in "the early 90's". Patient was revised due to pain and instability.